Manufacturer narrative:
MFR reference # (B)(4).

Event description:
Clinical follow-up was requested and on 08/31/2017 the surgeon provided the following additional details. The surgeon has been unable to visualize the stent. There has been no adverse impact to the patient who will continue to be monitored. The patient's status was reported as "same" and postoperative intraocular pressure (iop) was reported as "normal."

Manufacturer narrative:
The device is believed to be in the patient's eye and is not available for evaluation. The device history records were reviewed for this manufacturing lot and there were no non-conformities found to be related to the reported event. Implant date: the stent was not implanted in the proper location, but is believed to be in the patient's eye; therefore, the surgery date was indicated in the implant date field. Any omitted information was not available at the time of initial report. Written correspondence has been sent to the surgeon requesting the outstanding information. Subsequent attempts will be made as necessary. Stent malposition is identified in the device labeling as a known inherent risk of glaucoma stent surgery. MFR reference # (B)(4).

Event description:
The surgeon reported that the stent may have been lost in the patient's eye during surgery as it was not able to be visualized intraoperatively. The procedure was aborted. Additional information has been requested.